Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that patient was seeing eos screen and also an informational por screen. The patient stated they started seeing this a couple days ago, maybe 3 days ago and their back was hurting a lot. Patient stated this was related to this because she was not getting stimulation. Pss had patient try to clear por screen as it was informational but then it went to eos. The battery was not even at 7 years old. Patient stated they had an od event where the hcp stated they had to do a reset and stated this was just 2 days ago however they had not had any other od events. Patient redirected to hcp and rep to investigate premature eos screen. No further complications were reported/anticipated.